Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient had passed out and the cardiac resynchronization therapy defibrillator (crt-d) did not deliver shocks. Electrogram (egm) review revealed fast ventricular tachycardia (vt) greater than 250 beats per minute (bpm) that was v-a dissociated. This arrhythmia was faster than the quick convert rate, thus anti-tachycardia pacing (atp) was not delivered. The device began charging, but the rhythm broke during the charge. In the second part of reconfirmation, the shock was diverted. It was noted that ventricular fibrillation (vf) duration was set to 2.5 seconds. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No additional adverse patient effects were reported.